Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection vancomycin (1 gram stat dose, ip), injection amikacin (500 milligram stat dose and 100 milligram once daily, and route not reported) for peritonitis. It was unknown if the patient recovered from the event. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).